Event description:
Customer called to report the pump was not priming their tubing. It was stated that lead screw was clean. Device was not dropped, bumped, or exposed to moisture. Troubleshooting was performed. Unit delivered the insulin with no alarms. No leaks were found in the tubing. Customer reverted to manual injections.